Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Initial dos 2001. Concomitant medical products - unknown head, unknown liner and unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately sixteen years post-implantation due to unknown reasons. It was noted that during the explantation of the cup the part of the coating remained in the patient. No additional information was provided.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.